Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported fluid was leaking from the bd nexiva¿ closed IV catheter system during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported fluid was leaking from the bd nexiva¿ closed IV catheter system during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Photo revealed a print of a 22g bd nexiva dual port unit identifying, with an arrow and circle, the location of leakage to be at/near the nose of the adapter. Lot 7258667; was built on nfa line 1 from (B)(6) 2017 through (B)(6) 2017 for the quantity of (B)(4). Review disclosed one quality notification which was generated during the build of this lot that could impact upon the quality relevant to the alleged defect of the product. All required challenge samples and testing during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis disclosed that due to low occurrence and limited severity, current risk is acceptable. This incident does not exceed what is considered acceptable. Potential root cause could be related to manufacturing but is reported as indeterminate; as units were not provided for this incident and the alleged defect was not confirmed with the photo provided for this incident as the photo did not provide sufficient evidence to confirm the defect or identify a root cause; the DHR and qn review disclosed one potentially related qn that was initiated during the build of this lot.

Event description:
It was reported fluid was leaking from the bd nexiva closed IV catheter system during use. There was no report of exposure, injury, or medical intervention noted.